Event description:
The customer reported the image of the evis lucera elite bronchofibervideoscope was noisy. The issue was found during reprocessing. The intended diagnostic bronchoscopy procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the image was noisy due to deformation of the scope connector. The report is being submitted due to defective scope connector found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the scope connector and circuit board unit had corrosion due to water leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the noisy image was, water had entered the subject device, exposing liquid to the circuit board unit and caused the scope connector to become corroded. Olympus will continue to monitor field performance for this device.